Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a draining slowly alert and then an air detected in cassette warning during drain 2 of 4. Patient cancelled treatment and fluid was discovered during treatment complete. Fluid was discovered in the pump module area and on the external part of the cassette. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out overnight and has been using it since with no further issues. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.